Manufacturer narrative:
B3: date is estimated. Month and year are valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received, from a patient via friend/family member. Who was implanted with an implantable neurostimulator (ins). For urge incontinence and urinary/bowel dysfunction. It was reported, that patient had a "surge" the other day. And reported, they wanted to "tone it down". Caller clarified, when feeling "surges", they mean they were feeling uncomfortable stimulation occasionally. Caller stated, they did not notice this with any positional movements. Caller mentioned, the surge was not long lasting. Caller was able to successfully connect with patient's implant on the call. Caller successfully decreased stimulation and stated, patient was not feeling anything when decreased stimulation. Patient was not feeling any "surges" on the call. Patient clarified, they had no feeling of "surges" in the center of their (B)(4) area. And stated, they were only feeling it on the left side of their (B)(4) area. Agent reviewed stimulation overview/expectations. Patient confirmed, by this area, they meant they were feeling stimulation in the left side of their bicycle seat area. Patient stated, they did not feel stimulation or surges after decreasing stimulation. Patient will maintain stimulation level. And will continue to track symptoms. The patient was redirected to their healthcare provider to further address the issue.